Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation, the electrode belt's trunk cable connector pins were bent. As a result, the electrode belt could not be connected to a monitor. The root cause of the bent pins could not be positively identified, but the damage likely resulted from excessive force when inserting the belt into a monitor. No adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not report any deficiencies.

Event description:
A review of service data detected a reportable event. During servicing, the connector pins were bent on electrode belt sn (B)(4). The last pt to use this electrode belt did not report any deficiencies.